Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. The customer did not mention the treatment for high blood glucose level. The customer did not report any symptom related to high blood glucose level. The customer also reported that there was insulin flow block alarm which was resolved by complete set change. The customer also reported that the insulin pump had motor errors. The insulin pump will not be returned for analysis.